Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Charred. No consequences or impact to patient. Device evaluation has begun but not yet completed.

Event description:
Abbott field service indicated that while they were servicing the inpeco accelerator system, they observed evidence of burning on the brake relay switch. Upon further investigation, it appears that the evidence of burning was caused by arching of the relay contact. Abbott field service replaced the relay. There was no report of incorrect patient results generated or impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No other complaints were identified that showed evidence of charring or burning on the relay. The labeling review directs the operator to contact abbott when error 45 occurs (the error that prompted the original servicing of the inpeco accelerator system). The current complaint represents a single malfunction of a failed relay due to burning. Based on the available information, a deficiency does not exist for the inpeco accelerator system, list 3l55.